Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration') and genital haemorrhage ('general. Abnormal. Bleeding') in a 26-year-old female patient who had essure (batch no. B53029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, bipolar disorder, threatened abortion (B)(6) 2014), cesarean section (3rd pregnancy, (B)(6)2010), spontaneous abortion (2nd pregnancy, (B)(6)2009), ectopic pregnancy (1st pregnancy, (B)(6)2007), multigravida, dysmenorrhea and vertigo. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, anxiety, dizziness and endometriosis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) for contraception as well as ibuprofen, medroxyprogesterone acetate (depo-provera) and midazolam. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"), 2 days after insertion of essure. On (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder/ psych injury"). On (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain/ pain abdominal area"), vaginal infection ("vaginal. Infection") and headache ("headaches"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, depression, bipolar disorder, migraine, nausea, dyspareunia, weight increased and fatigue outcome was unknown, the genital haemorrhage, pelvic pain, urinary tract infection, abdominal pain, vaginal infection and headache had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, bipolar disorder, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 193 lbs. Essure device was left in place on the right side with one coil visible in the endometrial cavity. Essure coil found in right tube. Patient has a h/o left ectopic pregnancy and no left fallopian tube, nor a second essure device. The patient received treatment for pelvic pain, abdominal pain, genital haemorrhage, device expulsion, depression, bipolar disorder, vaginal infection, urinary tract infections,urinary tract disorder, bladder disorder, headache. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2015: 1. There is a complex cyst in the right ovary measuring 3.0 x 2.9 x 3.7 cm. There are few low-level echoes within the cyst and mild irregularity of the cyst wall. Follow-up ultrasound following three menstrual cycles may be helpful to further assess. 2. Some echogenicity is seen right lateral aspect of uterus consistent with essure device. Ultrasound scan vagina - on (B)(6)2018: 1. Mildly thickened endometrial stripe, 2. Essure device appreciated in the right fallopian tube. Patient has a history of left ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, abdominal pain, nausea, depression, - vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration') and genital haemorrhage ('general. Abnormal. Bleeding') in a (B)(6) year old female patient who had essure (batch no. B53029) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, bipolar disorder, obesity, threatened abortion ((B)(6) 2014), cesarean section (3rd pregnancy, (B)(6) 2010), spontaneous abortion (2nd pregnancy, (B)(6) 2009), ectopic pregnancy (1st pregnancy, (B)(6) 2007), multigravida, dysmenorrhea and vertigo. Previously administered products included for an unreported indication: mirena. Concurrent conditions included anxiety, dizziness and endometriosis. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone (generess fe) for contraception as well as ibuprofen, medroxyprogesterone acetate (depo-provera) and midazolam. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"), 2 days after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain/ pain pelvic/ pain pelvic area"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder/ psych injury"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain/ pain abdominal area"), vaginal infection ("vaginal. Infection") and headache ("headaches"). The patient was treated with butalbital; caffeine; paracetamol (fioricet), fluoxetine hydrochloride (prozac) and surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, bipolar disorder, migraine, nausea, dyspareunia, weight increased and fatigue outcome was unknown, the genital haemorrhage, pelvic pain, urinary tract infection, abdominal pain, vaginal infection and headache had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, bipolar disorder, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Essure device was left in place on the right side with one coil visible in the endometrial cavity. Essure coil found in right tube. Patient has a h/o left ectopic pregnancy and no left fallopian tube, nor a second essure device. The patient received treatment for pelvic pain, abdominal pain, genital haemorrhage, device expulsion, depression, bipolar disorder, vaginal infection, urinary tract infections,urinary tract disorder, bladder disorder, headache. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound pelvis on (B)(6) 2015: there is a complex cyst in the right ovary measuring 3.0 x 2.9 x 3.7 cm. There are few low-level echoes within the cyst and mild irregularity of the cyst wall. Follow-up ultrasound following three menstrual cycles may be helpful to further assess. Some echogenicity is seen right lateral aspect of uterus consistent with essure device. Ultrasound scan vagina on (B)(6) 2018: mildly thickened endometrial stripe. Essure device appreciated in the right fallopian tube. Patient has a history of left ectopic pregnancy. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia, abdominal pain, nausea, depression, vaginal haemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: fu 2 and 3 processed together. Plaintiff fact sheet and medical records received: lot number added. Incident category updated. Events added vaginal haemorrhage, menorrhagia, urinary tract infections, depression, bipolar disorder, migraine, device expulsion, nausea, dyspareunia, abdominal pain, weight increased, fatigue. Outcome of events ¿vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain¿ updated to ¿recovering / resolving¿. Severity of pelvic pain and abdominal pain added. Event onset dates added. Medical history and concurrent conditions added. Historical, treatment and concomitant products added. Lab data added. Removal date added. Reporter information, patient details, product indication updated. On 5-sep-2019: fu 2 and 3 processed together. Plaintiff fact sheet received: events added- genital haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, headache. Outcome of events ¿pelvic pain, abdominal pain, genital haemorrhage, vaginal infection,, headache, urinary tract infection¿ updated to ¿recovered / resolved¿. Verbatim ¿migration¿ clubbed with event ¿device expulsion¿. Verbatim ¿psych injury¿ clubbed with events ¿depression, bipolar disorder¿. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.